Event description:
It was reported that the handle was not conducting electricity when engaged. It was further reported that there is a breach in the insulation along the shaft.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.